Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 200 ohms when the patient was checked in clinic. Technical services (ts) reviewed device data and noted that there were no alerts for an out of range shock impedance value. The boston scientific representative indicated that they would see the patient again to recheck and potentially complete reprogramming. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of greater than 200 ohms when the patient was checked in clinic. Technical services (ts) reviewed device data and noted that there were no alerts for an out of range shock impedance value. The boston scientific representative indicated that they would see the patient again to recheck and potentially complete reprogramming. This lead remains in service. No adverse patient effects were reported. Additional information was received that the healthcare provider (hcp) is attempting to contact this patient to schedule reprogramming to resolve. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.